Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: when the knife returned with the manual override lever did the device open? Yes. If not how was the device removed from the tissue? Na. The analysis found that one pce45a device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open lobectomy, the jaws did not open after the first firing since the knife stopped at the proximal end and did not return to home position. Eventually, the knife was returned by using the manual override lever. The device was fired on the lung parenchyma. The cartridge was green. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: when the knife returned with the manual override lever did the device open? If not how was the device removed from the tissue?